Event description:
It was reported there was a delay of a rigid bronchoscopy due to the display having no image. The procedure was completed at a later date with no indication of any adverse events and there were no reports of patient harm.

Manufacturer narrative:
This report is being submitted as an initial final to provide the results of the legal manufacturer¿s investigation. The product was not returned to olympus for evaluation but the complaint was confirmed as technical assistance center provided remote troubleshooting and helped the customer make sure all inputs were correct and the settings were correct. After completing this setup, the image was shown, and the issue was resolved. The most probable cause of the complaint is a configuration issue. However, the investigation findings do not lead to a clear conclusion about the exact root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.